Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed bruised skin under the lifevest. The patient's physician ordered lab work to identify if the root cause for the patient's bruising was the lifevest or the patient's medication. Follow-up was unsuccessful and the outcome of the lab work is unknown as well as the status of the bruised skin. There was no allegation of device malfunction.